Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. According to the evaluation, olympus repair center found that the inner circuit board was broken. The device was manufactured over 3 years and 9 months ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure inner circuit board by an accidental failure of an electronic component. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the user could not turn on the device's power sometimes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.